Manufacturer narrative:
Unk. Date of event-unk. Posterior chamber single piece foldable intraocular lens. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Information regarding a cc4204a intraocular lens, diopter +22.0 wasreceived with "didn't load right. Wasted" recorded. Attempts to obtain additional information have not been successful.